Event description:
Reportedly, one report was received with the date of january 1970. A battery issue is suspected on this home monitor.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Analysis synthesis: upon reception, the home monitor was tested and found to be in an out-of-order mode. The reported issue, including an incorrect report date (1 january 1970), is consistent with a hardware malfunction related to the battery of the device. This may be due to a defective battery, a connectivity issue, or a physical displacement of the battery ¿ potentially caused by an impact or shock. This case has been retained for monitoring and trending purposes.

Event description:
Reportedly, one report was received with the date of january 1970. A battery issue is suspected on this home monitor.